Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. In this case, a definitive cause for the reported stent migration could not be determined. It may be possible that the migration was the result of non-uniform or partial stent apposition or under-sizing of the vessel; however this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the renal artery. An unspecified omnilink elite slipped slightly into the infrarenal aorta once it was deployed in the renal artery. Post dilatation was performed with a 11mm balloon. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.